Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the stapler was being applied to the appendix during a laparoscopic appendectomy, the surgeon was unable to squeeze the handle and the device did not fire. Another stapler was used to complete the procedure. There was no patient injury.